Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4) the manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where it was reported that upon deployment, the team initially believed all nine anchors had sufficient leaflet capture. After deployment, the evoque valve appeared to be positioned too atrial and the native tricuspid valve was visualized below the evoque valve. Additionally, significant pvl was noted in the posterior, lateral region of the annulus. Per the echo physician, the valve appeared to be stable post procedure on transthoracic echo. Implanting physician expressed uncertainty as to the cause of the malposition and agreed that the leaflet capture was acceptable upon long axis assessment. Upon investigation, it was noted that the posterior leaflet had been pinned. It was not specified how many anchors contributed to the leaflet pinning. Physician wanted to prepare this patient for a pvl plug, but the patient/patient's family declined and the patient was put on comfort care and eventually passed away.

Manufacturer narrative:
The complaint for valve deployed too atrial position was confirmed with objective evidence with the provided images. No manufacturing or functional non-conformities were found or identified from the imaging evaluation. Available information suggests that the procedural issues may have contributed to the event.